Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the ambulance was called to take them to the hospital. The customer mentioned that they went to the hospital but they left before they got treated. The customer reported that the insulin pump was dropped and got exposed to water. The customer's blood glucose was 600 mg/dl at the time of incident. The customer performed self test and the insulin pump passed. The customer was unable to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.